Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. It was also noted that the distal end lens was cracked and the bending cover was leaking. The root of the insertion section was severely wrinkled. The scope was also difficult to operate in the up angle and all angles were insufficient. The switch and light guide tube were both leaking. The electrical connector was rusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the evis lucera gastrointestinal videoscope nozzle was clogged. The issue was found during reprocessing and the procedure was completed with another scope. The intended procedure was a gastroscopy. During the inspection of the device, prior to use, the water supply status of the nozzle is checked and no abnormality was found. The nozzle was not clogged during the procedure. The mh-946 injection tube is used when cleaning the device manually. There were no observed scratches on the mounting part of the injection tube. The customer does not use non olympus automated endoscope reprocessors. It is unknown when the nozzle was last changed. There were no reports of patient harm associated with the event.